Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -12.5/1.5/71 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced excessive vaulting. On (B)(6) 2022 the lens was exchanged with a same model/length lens but different axis. This resolved the problem. Cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation: lens returned dry in a microcentrifuge vial. Visible inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).